Event description:
It was reported that patient was revised on a left knee due to instability and pain.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the provided medical information was reviewed by a consulting clinician who concluded: "there is no clinical or past medical history and no primary operative report, date of surgery or components utilized available. No dated serial x-rays and no examination of the explanted components are available. There is no evidence that the three revision surgeries in this case were contributed to by factors of faulty component design, manufacturing or materials." The provided medical information was reviewed by a consulting clinician who concluded: "there is no evidence that the three revision surgeries in this case were contributed to by factors of faulty component design, manufacturing or materials." A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that patient was revised on a left knee due to instability and pain.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.